Event description:
It was reported that the patient had experienced symptoms indicative of syncope in (B)(6) of 2014. The patient was seen for follow-up where it was found that a loss of left ventricular capture had occurred. It was also reported that the patient had fallen. No intervention has been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.